Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that insulin was leaking into the reservoir compartment. The patient's blood glucose at the time of incident was 425 mg/dl, which he treated via insulin pump bolus; however, boluses would not decrease the customer's blood glucose. The customer noticed the reservoir leaking after he rewound the insulin pump. He put another vial of insulin into the reservoir but the leaking continued. The reservoir was not returned for analysis.